Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: this is a veterinary event. The dog was implanted with a 9 hole vet locking compression plate (lcp) for a broken left tibia on (B)(6) 2011. Reportedly the reposition could not be done a hundred percent but was as optimal as possible. The lcp broke five days after surgery. Reoperation took place on an unknown date and a new 9 holes lcp was placed with cerclage wire to secure the fracture. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. (B)(6). The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The measurable dimensions of the broken lcp plate were checked. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. There is evidence that a mechanical overload, possibly induced by an instable fracture, caused this breakage. A manufacturing related condition can be excluded.